Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad melted and partially detached and a piece missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unk procedure, the white part of the device fell off. It appears to be the tissue pad. The piece did fall into the pt but was retrieved through the trocar. Another device was used to complete the case. There was no consequence to the pt.